Event description:
It was reported that before an unknown procedure, there was an open sealed package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.